Manufacturer narrative:
The proximal only segment of the lead was returned severed 31 centimeters (cm) from the termin pin. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 29 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray showed a lead fracture. An invasive procedure was performed. The lead was explanted and replaced. During explant of the lv lead, another manufacturer's right ventricular (rv) lead became caught on the lv lead and dislodged and was also explanted and replaced. No additional adverse patient effects were reported.